Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.